Event description:
Report was received stating that the "bur head snapped at the end." No patient impact was reported. On follow-up it was confirmed that there was no patient impact.

Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The manufacturing records were reviewed and did not reflect any conditions related to the reported malfunction. On follow-up it was confirmed that there was no patient impact. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.